Event description:
It was reported that an asahi gaia pv guide wire was used in a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the right iliac artery. A non-asahi guide wire would not cross the lesion and was then replaced with the gaia pv. During manipulation, the radiopaque segment of the gaia pv was found stretched. Another guide wire was then used to continue the procedure. The procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date rec¿d by MFR. Date received by manufacturer is the same as the date device available for evaluation. Returned to manufacturer. The reported gaia pv guide wire was returned for evaluation. The coil of the returned gaia pv was found fractured distal to the mid solder (set at 55mm from the tip for the purpose of fixing the coil onto the core). The fractured coil was unraveled and gathered toward the distal end of the guide wire. Around the mid solder, disarrangement of coil pitch due to accumulated torsion was observed on multiple spots. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the above investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed coil fracture on the returned gaia pv. The applied stress would accumulate on the tip and exceed the product design limit when the tip was being caught and restricted its movement by the lesion, making the coil become loosened and eventually fractured at the mid solder where the coil was fixed. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: breakage of the guide wire.